Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The customer reports that there is a problem with a device related to labeling and instructions for use. The device was in use at the time of the event. There was no report of patient or user harm.